Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had pump error alarm and blank display. The customer¿s blood glucose was 170 mg/dl. The customer reported that the insulin pump had frozen display. The insulin pump was already being through troubleshooting and customer was advised to discontinue use. The insulin pump will be returned for analysis.